Event description:
On october 5, 2010, a doctor reported to ormco corporation that a patient experienced enamel loss upon debonding a damon 3mx bracket. This is the second of four reports.

Manufacturer narrative:
The doctor's office reported that the de-bonding of a damon 3mx bracket in a patient caused enamel delamination. The tooth was repaired using composite and the patient is doing fine. The doctor stated that the enamel damage may have been due to his bracket removal technique. He stated that since adjusting his technique, he has not encountered any further enamel delaminations when de-bonding damon 3mx brackets. The bracket was not returned to ormco corporation for evaluation; therefore no further investigation is possible.